Manufacturer narrative:
The device is expected to be returned for evaluation, but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the video system center, there was no image with error codes e946 and e 850 and the touchscreen was not working. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over two (2) years, since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not confirmed. Therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device. Note: d8.: was marked inadvertently. Changes were not needed.